Event description:
It was reported that during procedure, there was no response to recurring nerve stimulus. The procedure was extended up to 30 minutes. The procedure was completed with backup stimulator cannula. There was no patient injury in this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the issue was resolved by changing the stimulator cannula.

Manufacturer narrative:
B5: new information received. H6: previous code d14 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: visually, there was no damage in the handle or pin connector (on the proximal end), but portions of the probe tip were bent when returned. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms, and the actual measurement was 0.29 ohms which was in specification. The probe tip fit securely into the handle with no issues. Functionally, the device was connected to a nim system using a 1.0ma stimulating current and 100¿v threshold and, while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200v. There was no intermittent behavior while manipulating the tip, connector, or the wire. For further analysis, an x-ray was performed to observe the internal construction of the device and there were no open circuits or loose wiring in the handle or pin connector. In the returned condition, there was no out of specification condition that was related to the complaint. Previous codes b17, c20 & d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.